Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up, post-paced t-wave was oversensing. The oversensing was noted on a stored egm. Programming changes were made which resolved the issue. Device remains implanted.